Event description:
During the saphenous vein removal process using a vein harvester, the pa had cauterized one small branch at the beginning of the tunnel and right after noticed an excessive amount of smoke. He then removed the whole instrument (sort of an endoscope) from the leg. When he removed the cautery device from the instrument, he said it was still actively "triggering" despite his not having the device in "trigger" mode. Immediately after this, the tip of the cautery device caught on fire and gave off a terrible smell. It only burned for a few seconds and patient was not in any danger. A second instrument and cautery device was used with the same generator and there were no further problems. Manufacturer response for power supply, vasoview hemopro (per site reporter): they want to see it. Manufacturer response for vein harvesting system, vasoview hemopro (per site reporter): they want to see it.